Event description:
It was reported that during a da vinci s myomectomy procedure, part of the permanent cautery hook instrument wrist broke off and fell inside of the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post-evaluation) and/or if additional information is received. Per the information provided by the initial reporter, the broken instrument piece was successfully retrieved form the patient.